Event description:
It was reported that the "tips" of the harmonic scalpel melted when the device was turned on. Additional info received reported that the pt was undergoing a laparoscopic ovarian cystectomy and that the pt experienced an injury to the small bowel that required over sewing at the injury site. The pt was doing fine and there were no complications. The info received was unclear as to whether the tissue pad melted during the self test or during the procedure due to continuous activation of the device.

Manufacturer narrative:
Final device investigation showed that the tip of the device had a severely melted tissue pad. The blade was black, and there appeared to be contaminants stuck to either side of the jaw underneath the pad's location. The device was function tested and there were no errors detected with the device. The tissue pad can be damaged if the device is activated and there is no tissue in between the metal rod and the tissue pad.